Manufacturer narrative:
(B)(4), if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that there was a 15 minute delay.

Manufacturer narrative:
(B)(4). G2: france. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was able to implant the first anchor normally; however, for the second anchor when the black knob was pressed, the handle fractured. The sutures were able to be implanted. Another device was used for the procedure and at the positioning time of the first anchor, when pressing the black button, it came to a stop and the anchor did not release. The doctor repeated the procedure but the anchor did not release. The system was removed from the patient. This implant therefore failed to be inserted. To finished the surgery another curved meniscus sutures were placed on the patient without difficulty. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product/provided pictures identified two juggerstitch devices were returned. One juggerstitch front end curved assembly is fractured and has been cycled twice and suture and anchor were not returned with device. The second device was cycled one time when returned with part of the suture and one anchor still in tip. The device was cycled for the 2nd time and functioned well. The features of the fracture surface visually align with a bending overload fracture failure mode was identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.